Event description:
It was reported to covidien on (B)(4) 2009 that a customer had an issue with a nursing pad. The customer reports that her son is using the pads to cover an ostomy and that the pads are not very absorbent and area causing a skin rash. The customer reports that the skin rash is being treated with prescription nystatin powder (brand name: mitrazol).

Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.